Event description:
The physician used a guardwire device during a carotid artery stenting (cas) procedure. Femoral approach was used and the lesion site was situated in the internal carotid artery. Lesion details have not been provided. No issues were noted during prep inflation of the device. The device was inspected prior to use with no issues noted. No resistance noted with ancillary devices during delivery. The lesion had not been pre-dilated. Negative pressure was not applied to the device during prep. It is reported that during the procedure after stent implantation and before post dilation, the balloon of the guardwire deflated abruptly. It is suspected by the lead physician that the event was attributed to device manipulation by the junior physician. The procedure was continued after the reported device was replaced with another same product, and completed with a delay of less than 30 minutes. No injury reported. It is reported that the carotid guardwire, which had been kinked when collected, seemed to be completely torn apart later during tra nsportation. It cannot be confirmed when the kink occurred. Guardwire temporary occlusion <(>&<)> aspiration system is indicated for carotid use in japan but is considered the same as the guardwire temporary occlusion <(>&<)> aspiration system approved in us with coronary indication.

Manufacturer narrative:
Evaluation summary: received for analysis was a guard wire, ez adaptor and flator. The extension wire was engaged to the proximal guard wire, no defect noted. The ez adaptor and flator were visually inspected, they both functioned normal during preparation in the analysis lab. The balloon on the returned guard wire appeared baggy indicating use. The balloon was prep as received for functionality, the proximal broken hypo tube was placed into the ez adaptor inflation hole to test the balloon resulting in the balloon inflating to maximum 6mm and deflating without issues. The balloon was kept inflated for over 3min and deflated in less than 30sec indicating balloon performance was not an issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.